Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the patient was in the hospital between (B)(6) 2023 and (B)(6) 2024." H2: correction.

Event description:
The patient was in the hospital between (B)(6) 2023 and (B)(6) 2023.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, it was reported that the patient experienced vomiting, nausea, fever, and headache. The cgm was reading 103 mg/dl and the blood glucose reading was 136 mg/dl. The patient reportedly experienced hyperglycemia and the spouse drove her to the hospital. The patient was in the hospital between (B)(6) 2023. There, the patient was given insulin to correct the sugar level and IV fluid for rehydration. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.